Event description:
Related manufacturer reference number: 1627487-2019-04829. Additional information was received that there were high impedances on leads. 1 of the 2 leads was confirmed to be fractured. Surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, effective therapy was restored.

Manufacturer narrative:
Concomitant medical products: model 3189, scs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-04829. It was reported patient fell and experienced inadequate therapy. Reprogramming was unable to resolve the issue. As a result, surgical intervention may take place to address the issue.